Event description:
It was reported to philips that during a procedure the system displayed a warning message indicating that some stand movements were unavailable, and that following a cold restart, the procedure resumed with an approximate delay of three minutes. The report further indicated that the patient passed away. No additional details have been provided to date.an investigation into this complaint has been initiated by philips.